Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection was performed with no issues noted. Tubing connection and frangible connection were mated with no issues noted. Leak testing was performed with no issues noted.

Event description:
It was reported that a home patient (hp) had a connection issue during peritoneal dialysis (pd) therapy. The patient reported that the lines did not connect properly. The patient's daughter stated that it seemed like there was a thread missing because it did not screw on properly, with the bag. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(6). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications